Event description:
It was reported that during the colonoscopy on (B)(6) 2019, 2 clips were placed for angioectasia in the stomach.

Manufacturer narrative:
Section b2, b5: additional information. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented with an acute gastrointestinal (gi) bleed without need for a transfusion. The patient went to a heart failure clinic on (B)(6) 2019 with complaints of dark red stool for two weeks. The patient's inr was supratherapeutic at 3.8 and the patient was admitted. Warfarin was held during admission until inr returned to the goal range between 1.5 and 2. While the patient was admitted she received a colonoscopy on (B)(6) 2019 that showed two small bleeding arteriovenous malformations (avms) in the stomach but was otherwise benign. The patient was discharged on (B)(6) 2019 with an inr of 2.0. The patient was feeling well at discharge. No additional information was provided.